Event description:
It was reported that, on the day prior to the report, the patient woke up at 9am and felt fine. However, at that, she got ¿waves of electricity in my brain¿ and felt like the medication was ¿pouring through her system¿. She didn¿t know if she was ¿truly asleep¿ and she was ¿almost hallucinating¿. This occurred especially when she was lying down. When she was on her feet, all she wanted to do was sleep. The patient experienced overdose. It was believed that the pump was overdosing the patient. It was stated that it ¿comes and goes¿. At the time of the report, the patient was ¿pretty clear¿. The device system was used to deliver morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8703, lot# j92-108517, implanted: (B)(6) 1993, product type: catheter. (B)(4).

Event description:
Additional information: exact patient symptoms included feeling off balance, painful joints along spine, hallucinations, chills, sweating and fever. Diagnostics done on (B)(6) 2013 included: x-ray showed good catheter placement, telemetry reading noted functioning pump and CT scan with and without contrast was ok, lab tests were within normal limits. By (B)(6) 2013 the flu-like symptoms were stated to be resolving; patient was back to work but had episodes of fatigue. She requested referral to neurosurgeon. On (B)(6) 2013 patient was hospitalized for these symptoms. Pump was interrogated by company representative and stated to be functioning normally. Neurological tests were normal. Per the healthcare provider (hcp)patient symptoms were more consistent with viral illness, fever, chills, vomiting, dry heaves, intermittent sweating and extreme fatigue. Patient has been seen since 2008 and had never had a malfunction issue while under his care.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: per clinical notes provided, it was stated that on (B)(6) 2013 patient history of present illness included: neck pain and generalized body pain described as shooting, aching, cramping, throbbing, sharp and dull in nature, rated 9/10. Pain was worse that at the prior visit. Weakness and muscle spasms all over; sleep, ambulation and adl's(activities of daily leaving) were affected. The symptoms began on (B)(6) 2013 and patient reported felt pain in all her joints and along her spine, muscle spasms frequently in addition to the previously reported episodes of hallucinations and felt that pump was giving her too much medication. Patient complained of constant headaches in the back up her neck and light sensitivity. Examination on (B)(6) 2013 noted that she was coherent and her pupils were normal size and reactive. Following this, computed tomography scan, cbc with diff, comprehensive metabolite panel, erythrocyte sedimentation rate and pump interrogation were done thereafter (results reported prior as ok). On (B)(6) 2013 patient presented with same history of illness, with pain level of 8/10; pump was refilled. Patient was then seen on (B)(6) 2013 and narrated the same history of illness and stated that she was hospitalized last week and they ran many tests and she had a neurological consult which came back normal. Patient was concerned that her issue were related to the intrathecal pump. However it was noted by the hcp that patient symptoms were unrelated to the intrathecal pump and this was explained in-depth to the patient. They reviewed the records and noted that patient needed further work up at an academic institution. Pump refill was scheduled on (B)(6) 2013.